Event description:
A hematocrit result of 18 % pcv was reported with I-stat system. The pt received a blood transfusion. Another method showed a hematocrit result of 31% pcv. The doctor judged the result from the other method to be correct. No additional information is available from the distributor at this time.